Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. The patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The exposed soft cannula appears to be bent/kinked. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. Otherwise, no damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported symptom could not be determined. No issues were observed with the adhesive pad. The exact cause of the adhesive failure could not be determined.